Event description:
It was reported a patient underwent a coronary artery bypass graft procedure on an unknown date in 2024 and suture was used. After distal anastomosis for CABG procedure, cross clamp was released and blood flow back to patient's heart. Suture came loose/crumble at the anastomoses site. Surgeon had to cross clamp and redo the anastomoses. Surgeon had to use a piece of the same batch to do the anastomoses. Suture had no issue so far, patient is currently in the ICU for monitoring. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned additional information provided: was surgery delayed due to the reported event? --> yes, was procedure successfully completed? --> yes, were fragments generated? --> unknown, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> blood lost due to suture breaking at the anastomoses site., was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, if yes, describe --> blood lost due to suture breaking at the anastomoses site., is the patient part of a clinical study --> unknown, additional information has been requested and received. 1. Please confirm that no treatment was provided to treat bleeding (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed; other medication prescribed) ans: surgeon had to use a new piece of suture to anastomose the graft (vessel) to the distal coronary artery. 2. What is the source of information for the queries above (e.g., answered by the physician / provided from knowledge as you were present in the case) ans: information was given by the scrub nurse assisting the case. Patient has been discharged from the hospital. Additional information has been requested however not received. If further details are received at a later date a supplemental medwatch will be sent. Please provide how much blood was lost for the patient? Please provide an amount of prolonged surgery time? A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: b1, h1. Additional information: b2, d9, h3, h6. Additional h6 component code: g07002 no device problem. Additional h3 investigation summary: the product was returned to ethicon for evaluation. Five representative unopened samples and one paper lid that pertain to product code ep8735h were received for analysis. The complaint sample was not received for evaluation. Upon initial inspection of the samples, no external damages were observed on the external packets. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand to detect any issue related no defects were observed during evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. The device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Additional information was requested, and the following was obtained: 1. Please provide how much blood was lost for the patient? Ans: approximately 800-1000cc. 2. Please provide an amount of prolonged surgery time? Ans: 30-45 mins. 3. What is the source of information for the queries above (e.g., answered by the physician / provided from knowledge as you were present in the case) ans: information was provided by assisting scrub nurse. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? How was the suture originally tied (multiple knots, square knot, etc.)? What instruments were used in this procedure to handle the suture? What was the source and triggering event of bleeding? How was the bleeding treated? Please describe any medical/surgical intervention required including results. Were there any deficiencies or anomalies noted with the device prior to, during or after the procedure? Was the patient treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4 UDI number.